Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, upon opening two universa soft ureteral stent sets, cracks were seen on the pigtail part of the stents. Issue was discovered prior to patient contact. They replaced cracked stents with new product. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Additional information: device available for evaluation? Investigation ¿ evaluation: a visual inspection of the returned devices was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, and quality control data. Two opened universa outer cartons labeled rpn ush-624 with lot number 8256994 were received. A stent was returned in each carton. Stent a- was returned without the tether. There is a tear in the proximal coil starting at the first sideport and continues through the end of the coil. Stent b- was returned without the tether. The stent is partially separated in a circumferential direction around the base of the proximal coil. Stents are inspected to assure tethers are not tangled around the stent. Packaging processes require to assure tethers are not tangled around stent or in the pouch seal. The device history record review showed there were no non-conformances associated with the reported failure. A search of complaint records revealed this is the only complaint for the tether breaking associated with lot number 8256994. A review of manufacturing documents identified this product is inspected before shipment. Two stents were returned, both stents were returned without a tether attached that the product is manufactured with. The tether is attached the to the side port that is closest to the proximal end of the device. One stent has a tear in the proximal coil starting at the first sideport. The other stent has separated in a circumferential direction around the base of the proximal coil. The possible cause of the complaint; the stents were damaged when the tether was removed. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.